Event description:
Drive line developed a leak at the point of connection to the blood pump. The drive line was replaced. No changes in patient hemodynamics or pump function were observed. The drive line in question was discarded, therefore not able to be returned for investigation. The drive line was originally implanted (B)(6) 2011.

Manufacturer narrative:
Review of the lot history record for this lot and the manufacturing process, did not show any discrepancy or any problem related to manufacturing process. Unable to determine the cause of the tube breakage. (B)(4).